Event description:
It was reported that 5 bd intima-ii¿ closed IV catheter systems experienced leakage at the septum. Product defects were noted during use. The following information was provided by the initial reporter: in the process of injection, the nurse was removing the needle and she found some blood flowed along the needle core, but the infusion was normal.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that 5 bd intima-ii¿ closed IV catheter systems experienced leakage at the septum. Product defects were noted during use. The following information was provided by the initial reporter: in the process of injection, the nurse was removing the needle and she found some blood flowed along the needle core, but the infusion was normal.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9106859. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photo was returned and the complaint was observed. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that 5 bd intima-ii¿ closed IV catheter systems experienced blood exposure/splash and leakage. Product defects were noted during use. The following information was provided by the initial reporter: in the process of injection, the nurse was removing the needle and she found some blood flowed along the needle core, but the infusion was normal.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd intima-ii¿ closed IV catheter systems experienced blood exposure/splash and leakage. Product defects were noted during use. The following information was provided by the initial reporter: in the process of injection, the nurse was removing the needle and she found some blood flowed along the needle core, but the infusion was normal.